Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the samples had acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported condition was an improperly made code along with an improper execution of in-process controls for material assignment. The product analysis established a relationship between a device . Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hysterectomy, the device needle came off the thread. Other packets were checked and the needle came off easily. The part fell into the patient's cavity and was retrieved. There was a bleeding occurred as a result of the issue, but there is no patient harm reported in this event.